Event description:
It was reported that a patient underwent a bkp to treat an osteoporotic vertebral compression fracture at l2. Per the report, after the cement insertion was completed, "a-p images showed cement extravasation from the lateral wall(s) toward posterior" the patient is asymptomatic. Per the report, 15 mm sized balloons were used and inflated with 2.5 cc of fluid each, and then a total of 6 cc (3 cc each cavity) cement was inserted. No further complications were reported.

Manufacturer narrative:
(B)(4).